Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6) 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature depletion was suspected due to a sudden drop in battery voltage. No intervention was performed and the patient was stable and will continue to be monitored.